Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after a usual breakfast meal announcement while using the ilet, the patient¿s blood glucose increased from 116 mg/dl to 206 mg/dl with prolonged postprandial hyperglycemia, leading the family to discontinue the ilet and resume a tandem pump. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included review of device data and logs and consultation with medical affairs and clinical decision support. Investigation of this case revealed postprandial excursions likely related to meal adaptation not completing due to closely spaced meals and snacks, while overnight glucose trends on basal delivery appeared stable; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.